Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had gotten the implantable neurostimulator (ins) for retention and noted they could not void without a catheter. Since implant they had not gotten any relief from their symptoms and they had a period of time that they had urgency, but that had stopped two days ago. They had been on program #2 at 3.9, felt stim at the tip of their penis, and if they turned stim beyond 3.9 they felt pain. The therapy was off at the time of the call so they turned it on, changed from program #2 to #3 at 1.4 and felt stimulation in the correct area/bicycle seat. The patient was to follow up with the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.